Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and elevated threshold measurements, with a recent threshold measurement of 5.5v @ 1ms. Sensing and impedance measurements were stable, and the patient was scheduled for defibrillation threshold (dft) testing. Additional information received reported that dft testing was successful; 14 j, 57 ohms, and 2.5 second charge time. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.